Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and seizure. The customer was seen in a health center, where a capillary blood test was done and they received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 80 mg/dl on the adc device was compared to a reading of 240 mg/dl on a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.